Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external abrasion breaching the outer insulation at the proximal region of the lead. The cause of the reported event was isolated to external abrasion exposing the outer coil, consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Noise was reported on the atrial lead. The atrial lead was explanted and replaced. The patient was stable.